Manufacturer narrative:
Patient identifier not made available from the site. On (B)(4) 2014, medtronic representative performed an imaging system check-out. Summary finds: system shows "image frame rate below requested ...." - no 3d and no 2d possible. System not working as intended. Umbilical cable replaced - failure not solved. Troubleshooting showed, that (B)(4) iport communicated with network speed under requested level. (B)(4) iport replaced - issues solved. System functions tested. Replacement cable assy mvs interface and engine plr iport gbt ethr ip shipped to site on (B)(4) 2014. Suspect device not returned to manufacturer for analysis. Suspect parts not returned.

Manufacturer narrative:
Contrary to what was reported follow up #1, it was later reported that the case was not rescheduled due to the reported issue and was completed with a c-arm instead.analysis of the suspect pleoria lan port found that it directly caused the reported event. Replacing the pleora port resolved the issue.

Event description:
A site representative reported that, while in a procedure, the system displayed an error message: transfer rate under requested level ... Gigabit network connection from mobile viewing system (mvs) pc to (B)(4) box shows green led for speed (requested was orange for gigabit). Umbilical cable to be replaced. Following a delay, the surgeon opted discontinue navigation and to halt the procedure. It was reported there was no harm to the patient.

Manufacturer narrative:
Correction: due to the fact that the surgery was halted and postponed until the next day after an incision had been made on the patient, this is considered an adverse event. Additional information now provided: the surgery was completed the following day. There was no negative impact on the patient outcome due to the delay of therapy.